Event description:
"This pt has not been revised. The pt is doing very well. Dr. Just simply wanted us to be aware of this case. No revisin has been scheduled. X-rays show that one of the screws has backed out of the plate. No problems reported for the pt." Additional information received 20 oct 2005: x-rays show that one of the screws has backed out of the plate. No problems reported for the pt.